Event description:
Minor ischemic stroke reported. Patient developed aphasia after arrival to ICU with slight right facial droop. The aphasia improved slightly. Patient not yet recovered. Please reference MDR 2183870-2009-00175 for the protege rx used in this procedure.